Event description:
The customer reported the system image was not displayed and the system locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.